Event description:
A consumer reported an allergic reaction following bilateral intraocular lens (iol) implant surgery. Her eyes felt tired and as if she was not getting "complete vision". Her surgeon felt she might have dry eyes which were treated with medication. It helped, but the symptoms had not completely resolved. She was using eyeglasses that she thought might help relieve her eye strain. The surgeon reported the consumer had not complained of symptoms of an allergic reaction to the iols at any postoperative visits. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. Additional info was requested on 01/02/2009, 01/05/2009, and 01/19/2009 by phone, fax and mail. Additional info was received on 01/02/2009. A completed questionnaire has not been received.